Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and multiple occlusion alarms occurred. Customer reloaded the cartridge to resolve the inaccurate gauge and resumed insulin delivery to resolve occlusions. There was no reported impact to customer's blood glucose.